Event description:
The physician successfully implanted a 2.75 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent system in a patient. Post use, it was noted that the product was used approximately 110 days beyond its use by date. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: